Event description:
It was reported that this recently implantable pacemaker alerted for an atrial arrhythmia burden. The stored electrogram (egm) showed non-sustained ventricular tachycardia (nsvt) and isolated undersensing on the right ventricular (rv) lead. The device and lead remain in service. No adverse patient effects were reported.